Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose with no alleged device deficiency. The customer reported hypoglycemia with no treatment. The customer reported blood glucose value of 300 mg/dl. Troubleshooting was partially performed. The customer reported no adverse event. The event involved in the product was mmt-1880. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. The pump failed the sleep current test. Test p-cap and reservoir locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, overlay scratched, and corroded battery tube. Unable to verify customer's complaint for high bg's. High sleep current measurement was confirmed due to moisture damage on the force sensor and battery tube. Moisture damage was confirmed found in the battery tube and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.